Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported that they attempted to charge the ins using passive charging for 60 minutes today and the remote does not connect to the ins. The caller indicated that the numbers on the passive charging screen were always in the 90s and the values changed when they moved the recharger. The caller stated that the patient had the external components (97745, 97755, controller battery) replaced, replacement components documented in rtg0464046. The caller also stated that connecting to the ins has been an ongoing issue and the patient claimed that the ins was charged two days ago. During the call the caller attempted the disable and re-enable device function. The caller indicated that the remote did not connect to the ins. The caller started another passive charging session and then needed to end the call. The issue was not resolved through troubleshooting. Tss reviewed information about charging. The caller will continue charging with the patient. There was a device issue. Cause was not determined and issue not resolved. Rep to try again with passive recharge mode. The rep called to follow-up on this case. The caller reviewed information from previous notes. All of the external devices have been replaced; remote, recharger and controller battery, the ins has not been charged for a couple months. The patient has attempted about 60 minutes of passive charging at home on their own. Prior to calling, the caller indicated that they completed 3 or 4 passive charging sessions in the office today. The caller indicated that the number in the center of the screen on the passive charging screen was displaying a value of 100 in the center. The caller moved the recharger away from the ins and the number changed to 52. When the caller moved the recharger over the ins the number changed to 100. The caller attempted to disable and reenable the ins during the call and indicated that the remote did not connect to the ins. The cal ler was going to continue charging with the patient. The caller will follow-up with the physician and the caller thinks that the patient may want to have the device explanted and not replaced. A response was received from a manufacturer representative stating pati ent's issue was device related and states cause was unknown. Rep further states patient's issue has not been resolved. Additional information was received; it was reported the representative (rep) had been working with the patient for over a year. The rep had performed passive recharge about 25 times before calling in. The patient and physician was considering having the ins explanted. Troubleshooting was performed, passive recharge was performed, disable/re-enable was performed and passive recharge was performed again. The caller reported the patient's ins was very superficial, not deep, not tilted and easy to locate. Rep noted that prior to calling in they were unable to communicate ins to tablet. Additional information was received; it was reported the cause of the event was unknown. It was noted the patient would have an explant or a replacement however, it was unknown which at that time. The issue was not resolved. Additional information was received, so far no explant nor replacement with medtronic has been scheduled.

Manufacturer narrative:
H10: upon further review, it is noted that the event reported in regulatory rep # 3004209178-2025-14686 is the continuation of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was caller stated that about a week ago, patient noticed the controller language changed on it's own and it's been about a week since patient has charged implantable neurostimulator (ins). Patient in the background mentioned that because of this, they are in pain and can't walk right. Patient reported that started about 2 months ago, the controller screen would randomly go black, it wouldn't charge the ins past 50% and it took a while to connect, or not connect at all, to the ins. The issues seemed to get worse and in the last couple weeks, the controller hasn't been doing anything. When attempting to recharge ins (with controller in a different language), caller was seeing screen 16 (no device found) but was able to walk through passive recharge screens to get to the normal recharging screen which showed controller charged to 100% but ins was in the red. Tss reviewed that ins will need to be charged so controller can connect to it before changing the language. While charging the ins, caller indicated that the recharger seemed loose in the controller port and when they removed the battery pack from the controller, they noticed a screw was missing and another screw was loose. They also noticed that the casing on the bottom of the controller near the port was damaged/separated slightly. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient noted they barely get a day out of the ins before they have to charge it and have been unsatisfied with the charging. Tss reviewed reprogramming to help with recharge interval. Additional information received from the patient. Pt called back stating they received the replacement controller but are still having problems when trying to charge the implant. Caller stated they can't get it to the screen that shows recharging. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; no device found (16) as the implant is depleted. Caller confirmed no physical damage on recharger cord/pins. Agent had caller blow in controller port and wipe recharger pins to ensure no debris. Caller then connected recharger and the screen would not advance to position (14) it instead went to looking for device (15) then no device found (16). When agent had caller tap recharge the controller showed connect the recharger (13) even though the recharger is connected. Agent reviewed with caller controller does not recognize when rtm is plugged in/does not advance to charging screen. Agent sent email to repair to replace the recharger. Manufacturer representative (rep) called after speaking with pt this morning who reports they were still not able to recharge theirins after receiving their new recharger over the weekend. Rep reports that they tried to instruct pt to get to passive recharge screen, but pt was not able to navigate to that screen and it was unclear whether her controller was recognizing the recharger or if pt needed further assistance. Pt mentioned not being able to charge above 40% for past 1.5-2 wks since they were seen in clinic by mdtrep. Pt had since received a new controller and new recharger (rtm) and they are seeing message to connect the recharger even though rtm is connected. Pins on both rtm and controller connection sites look good. Had caller connect controller without battery pack to outlet, clear out/blow into the controller connection site and then retry a recharge session with ins but they got same message to connect the rtm when it was already connected. Caller also tried pt's old rtm and a spare/returned rtm that caller had but they had the same message occur. Technical services (tss) reviewed replacing controller but tss also going to consult with engineering.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per callers email response, there aren't any plans currently to replace or explant the implantable neurostimulator (ins).